Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer states their levels were in the 40mg/dl and 60mg/dl. The customer states they were confident in the pump and have gotten better at carb counting. The customer states they would be monitor the device.